Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillators (ICD). Programming changes were recommended. There were no reported consequences.

Event description:
New information received notes the patient had not been in clinic, the patient was just being monitored remotely. There were no changes in patient condition. The patient was stable.